Manufacturer narrative:
Additional information was requested. The investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device displayed an explant indicator. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explanted and replaced. This pacemaker is not expected for return to boston scientific for analysis due to the healthcare facility practices of device disposal. No further adverse health effects.